Event description:
I received botox and sculptra on (B)(6) 2024. On (B)(6) 2024 I almost died. My throat closed up, my heart rate was elevated to above 160 bpm, severe headache, dry mouth, shakiness, weakness, tingling on my head, blurred vision, sensitivity to light, severe panic attack, vertigo, dizziness, sensitivity to heat and ringing of the ears. This led to 11 trips to the emergency room (ER), with 2 overnight stays. I saw a variety of specialists including cardiologist, ears, nose, throat (ent), endocrinologist, did a hearing exam, had a computed tomography (CT) scan of the brain, ultrasound of the abdominal cavity, did a stress test, electrocardiogram (EKG) and echo. My thyroid levels kept going up and down (no previous issues with thyroid). All blood work looked normal. Happy to share my medical records for further investigation. Reference report:mw5170107.